Event description:
Discordant, falsely low creatinine results were obtained on patient samples on a dimension xpand plus without hm instrument. The discordant results were not reported out to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the source lamp and confirmed acceptable precision. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Ccc suggested that the customer increase their centrifuge times from eight to ten minutes. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reagent probe 1, reagent probe 1 drain, and sample probes. The cse performed alignments and ran a system check, which passed. The customer ran quality controls, which resulted within range. The cause of the discordant, falsely low creatinine results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.